Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A report dated (B)(6) 2014 showed 2 electrodes involved (#9 and 15 versus all other electrodes) with the impedances measurement taken at 0.7 volts. A report from (B)(6) 2014 showed no out of range readings. On (B)(6) 2015 showed 1 electrode (#9 versus all other electrodes) was involved with the impedance issue when taken at 0.7 volts. Electrode #15 showed it came back into range but was still relatively high. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that there was no adverse event reported in the event and that the issue was resolved. It was also reported that there were a total of 2 impedance reports in the event. If additional information is received, a follow-up report will be sent.